Event description:
It was reported that the customer passed out and was taken to the hospital due to low blood glucose levels. The customer stated that they had removed the battery of the insulin pump prior to the hospitalization. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.